Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect¿ slimline (sl) needle was used in the gastrointestinal tract during an endoscopic ultrasound fine needle aspiration (eus fna) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, unidentified black debris was found when the sample was expelled into the specimen jar. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned expect slimline 19g flex eus needle found no visible failures. The needle was extended and inspected in a magnified visual system. The stylet was advanced and retracted several times through the needle however no foreign particles were identified. The reported event of foreign particles was confirmed based on the evaluation of the photo of the complaint device. However, during actual device analysis, no foreign particles were identified and no issues with the device were observed. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an expect slimline (sl) needle was used in the gastrointestinal tract during an endoscopic ultrasound fine needle aspiration (eus fna) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, unidentified black debris was found when the sample was expelled into the specimen jar. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.